Event description:
During service the device failed accuracy test-underinfusion with 18.2 value and value should be greater than 19.0 and less than 21.0. No record of any patient injury or medical intervention.